Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's grip cables to be broken. One grip cable close was observed to be broken at the distal idlers. The idler pulley spun freely and did not exhibit any damage. The cable segment stuck out at the wrist. The other cables at the wrist were undamaged. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the broken cable found during failure analysis if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci hysterectomy procedure, wires were noted to be sticking out of the distal end of the megasuturecut needledriver instrument. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.